Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported via a notification that was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured cardiogenic shock with a relatedness to the impella listed as unknown (undetermined). It was further reported that the patient was exhibiting arrhythmia and hypotension and impella was implanted. Aicd was placed, but ventricular tachycardia/ventricular fibrillation was persistent, and the family decided to withdraw care while still on impella support. The patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.